Event description:
The customer contact reported the device displayed settings that were different than the originally programmed settings. The device was returned to the biomedical engineering department with a note that stated, "in 2008, IV pump malfunctioning, ie, 4 ml rate with duration 12 hrs, pump changes volume to 0.1 ml and duration to 27 min." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be retuning the device for evaluation. If the device is received, a follow-up report will be submitted.